Manufacturer narrative:
H4: the lot was manufactured from may 18, 2022 to may 19, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed an infusor device contained inside a bag. Due to the nature of the sample, no further evaluation could be performed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This issue was identified during infusion. The device was filled with 5-fluorouracil.there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter address: e1: initial reporter city: e1: initial reporter postal code: 1 should additional relevant information become available, a supplemental report will be submitted.